Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the surgeon was using the tightrope ft for a lisfranc repair. He placed the wire, drilled with the 2.7mm drill and then the 4.5mm drill. He then tapped (on power as no handle was available), checking everything under fluroscopy. He then started to insert the bio tightrope ft and heard a click and felt the screwdriver disengage. He checked with fluroscopy and saw that the tip of the driver had snapped off. The screw was holding, but may not have been all the way across the joint. There was no harm for the patient, operator or third party. The surgery was finished successfully. The surgeon could not do anything else, so left it in place.. It was not necessary to switch the surgical technique or do a second surgery. Follow-up investigation: the tip/driver part of the screwdriver, which sits inside the screw broke-off and remains in the patient. Nothing else broke off, so it is just the metal part of the screwdriver that is in the patient. The surgeon was happy with the reduction and could not see anyway to remove the driver tip that was left behind.